Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6)2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the device manufacturer indicated that the issue was first noticed at the time of the surgery. It was reported that the cause for the catheter revision was due to a volume discrepancy and the hcp wanted to make sure that there wasn't any leaks. The issue was reported as resolved. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID:8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump. It was reported that the patient was going to have a catheter revision. The healthcare professional wanted to make sure that the pump was working so they were instructed on how to do a priming bolus to check. No symptoms were reported. No further complications were reported.